Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 results for one patient from the cobas 6000 c501 module that did not match the patient's clinical picture. The result from the first sample was 6.9 %. The repeat result from the same tube approximately one hour later was 6.9 %. The result was reported outside of the laboratory and the doctors treating her believed the result was not compatible with her clinical history. On (B)(6) 2024, the result from a second sample from the patient was 5.7 %.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The calibration data, qc data, and analyzer alarm trace did not indicate technical problems. The investigation did not identify a product problem. The cause of the event could not be determined.